Event description:
It was reported that the fluid warming device gave an error saying "disposable cassette not installed'. No other information was provided. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional info received via email (B)(6)2022. Event date updated. No patient involvement was reported. Device was being setup and tested before use on a patient.

Manufacturer narrative:
Other, other text: the device was returned with a disintegrated fan filter had and a minor tear on heater number two. The reported problem was duplicated; the disposable alarm was intermittent. Worn microswitches wear the primary cause of the issue. Damaged components were replaced, and preventive maintenance was performed. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.